Manufacturer narrative:
Result: head right outer siderail panel was cracked along the bottom edge with exposed sharp edges. Scale needed to be zeroed because bed exit function was unavailable.

Event description:
It was reported by service report that the head right outer siderail panel was cracked along the bottom edge with exposed sharp edges, but it was still functioning properly. The scale was reading (B)(6). It is unk if there was pt involvement or adverse consequences to report.